Event description:
The customer received a blood glucose reading of 353mg/dl on the contour meter, was retested on a hospital meter and the reading was 151mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for eval. A new kit was sent to the customer.